Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the minicap transfer set and the titanium adapter, further described as the transfer set fell off and the patient "put it back on, did not use emergency kit". Subsequently the patient developed peritonitis. It was reported the patient notified the pd staff "a few days after starting treatment for peritonitis". The cause of the disconnection was not reported. The transfer set was changed. There was no damage noted to the transfer set. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.